Event description:
Pt reported that he has experienced blood glucose in the 47-720 mg/dl range since he started using the infusion device in (B)(6) 2011, and he believes the insulin delivery of the infusion device is too low. He inspected the infusion sets and reported there were no leakages or clogs. Blood glucose was 160 mg/dl on (B)(6) 2011 at 2:30 pm. Pt worked "a lot" and did not eat. At 5 am, pt was found unconscious and emergency was called. Blood glucose was 720 mg/dl and pt received an infusion. Later, pt was transported to the hosp by ambulance and was discharged on (B)(6) 2011. Blood glucose was 280 mg/dl at 7:30 am on (B)(6) 2011, 147 at 8:30 am, and 213 mg/dl at 10 pm and pt delivered 4.5 iu via the infusion device. Blood glucose was 299 mg/dl at 7 am on (B)(6) 2011 and pt delivered 18 iu via the infusion device. Blood glucose was 216 mg/dl at 10:42 am and pt delivered 2 iu via the infusion device, 102 mg/dl at 1 pm and pt ate 2 be and delivered 2.4 iu via the infusion device, 382 mg/dl at 6:22 pm and pt delivered 10 iu via the infusion device, 471 mg/dl at 9:47 pm and pt delivered 8.9 iu via the infusion device, 475 mg/dl at 11:41 pm and pt delivered 15 iu via the infusion device. Blood glucose was 478 mg/dl at 12:22 am on (B)(6) 2011 and pt delivered 15 iu via an insulin pen, 528 mg/dl at 1:15 am and pt delivered 5 iu via an insulin pen, and 236 mg/dl at 5:16 am and pt delivered 4 iu via an insulin pen. Pt was found unconscious at 7 am, and his wife delivered a glucagon injection. Pt was "accessible" at 8:05 am. On (B)(6) 2011, company rep reported the pt did not fill the infusion set correctly and there was air in the infusion set. Pt did not have an infection or start new medication. Normal blood glucose level is 120 mg/dl. Infusion device was not exposed to water or electromagnetic fields. Infusion device was replaced and requested for eval. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.